Event description:
As reported, the 7x4 powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon was inflated to 20 atm once and ruptured. The device was removed intact from the patient. A 7x40 non-cordis balloon was pulled, fully effacing the intra-stent lesion. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any other sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion did not have any calcification and the vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. There was no resistance/ friction while inserting a balloon catheter through the rotating hemostatic valve. There was no resistance/ friction while inserting a balloon catheter through the unknown god catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon. The device was never in an acute bend and was not kinked during use. The contrast to saline ratio was 50/50. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h11. As reported, the 7x4 powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon was inflated to 20atm and ruptured. The device was removed intact from the patient. A 7x40 non-cordis balloon was pulled, fully effacing the intra-stent lesion. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any other sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion did not have any calcification and the vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. There was no resistance/ friction while inserting a balloon catheter through the rotating hemostatic valve or while inserting a balloon catheter through the unknown guiding catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion with the balloon. The device was never in an acute bend and was not kinked during use. The contrast to saline ratio was 50/50. The device was returned for analysis. A non-sterile ¿powerflex extreme 7x4 80cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed, the balloon is saturated with blood and arrived deflated. No other outstanding details were noted. Functional testing was conducted using an inflator/deflator device attached to the inflation port. Balloon inflation was attempted by applying positive pressure to reach the rated burst pressure. However, the balloon could not be inflated because the inflation lumen and balloon were saturated with blood. The unit was submerged in an ultrasonic bath for two hours to dissolve the blood, but this was unsuccessful. The device remains saturated with blood and cannot undergo functional analysis. The balloon was inspected using a vision system, but no damages were observed due to the blood saturation. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the balloon and the inflation lumen is saturated with blood and contrast that impeded functional testing. The exact cause could not be conclusively determined during the analysis. An ultrasonic bath was attempted to dislodge the blood but was unsuccessful. Contrast is very viscous, and if the device is not properly flushed after use, it complicates testing due to the mixture of contrast and blood. Based on the available information, procedural factors and/or device handling likely contributed to the reported events. The analysis is inconclusive due to the presence of blood in the lumen and balloon due to improper device preparation for evaluation. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7x4 powerflex pro extreme percutaneous transluminal angioplasty (pta) balloon was inflated to 20atm and ruptured. The device was removed intact from the patient. A 7x40 non-cordis balloon was pulled, fully effacing the intra-stent lesion. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any other sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU and was able to maintain negative pressure. The lesion did not have any calcification, and the vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. There was no resistance/ friction while inserting a balloon catheter through the rotating hemostatic valve. There was no resistance/ friction while inserting a balloon catheter through the unknown god catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon. The device was never in an acute bend and was not kinked during use. The contrast to saline ratio was 50/50. The device will be returned for evaluation.